Event description:
Placement of dialysis catheter 6/19/96 for chronic peritoneal dialysis, seen in nephrologist's office on 7/11/96 with an infection at site. Abscesses of tunnel. Catheter removed 7/12/96. Mrsa, IV antibiotics, d/c'd from hosp 7/18/96.